Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), fatigue ("chronic fatigue"), tendon pain ("tendon and muscle pain"), myalgia ("muscle pain"), dyspepsia ("digestive disorders"), productive cough ("wet cough") and deafness ("hearing loss"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, pelvic pain, tendon pain, myalgia, dyspepsia, productive cough or deafness. The reporter commented: removal planned as soon as possible. Progressive symptoms for about 4 years, which have become difficult to bear and problematic for the professional and personal life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-apr-2023. The most recent information was received on 10-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), fatigue ("chronic fatigue"), tendon pain ("tendon and muscle pain"), myalgia ("muscle pain"), dyspepsia ("digestive disorders"), productive cough ("wet cough") and deafness ("hearing loss"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fatigue, pelvic pain, tendon pain, myalgia, dyspepsia, productive cough or deafness. The reporter commented: removal planned as soon as possible. Progressive symptoms for about 4 years, which have become difficult to bear and problematic for the professional and personal life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-may-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.